Event description:
Plaintiff alleges becoming hyperallergenic to latex gloves. Further alleges sustaining severe personal injuries, great pain of body, anguish of mind, and has been prevented and will be prevented from transacting or engaging in her usual activities and will continue to have her earning capacity impaired.